Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: over aspirated, incorrect syringe) /collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The lot number was unknown and information on the date code number was not available therefore, the device history record could not be reviewed. The labelling review was unable to review due to the unknown product code. Although the product family was unknown, the (foley catheter) ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the dual lumen catheter could not be removed as the balloon would not be deflated. Hence, the balloon was punctured by inserting a thin guide wire and the catheter was removed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: over aspirated, incorrect syringe) /collapse lumen/sac close eye/valve damage. The device was not returned for evaluation.the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the dual lumen catheter could not be removed as the balloon would not be deflated. Hence, the balloon was punctured by inserting a thin guide wire and the catheter was removed. Per additional information received via e-mail on 09jul2020, the catheter was indwelled post-operatively. The fluid in the balloon could not be withdrawn. A thin guidewire was inserted along the channel for the balloon to pierce the balloon and the urethral catheter was easily removed. The removed catheter and balloon were complete.